Event description:
It was reported that on (B)(6) 2022, an amplatzer steerable delivery sheath, 14f was selected to implanted a 25mm amplatzer amulet device. During the procedure, it was noticed that there was quite an extensive chiari network in the right atrium. A non- abbott device was used for the transeptal puncture and was exchanged for the amulet steerable sheath post puncture. There was no damaged to the product box and also damaged to the device due to handling during preparation. It was noticed that post transeptal puncture there was tissue noted in the left atrium as the amplatzer steerable delivery was advancing that was not present prior to the case. The echocardiogram team did not believe this tissue look like clot. This tissue matter was not attached to the amplatzer steerable delivery sheath. It was hypothesized by the physician that the non-abbott device or amplatzer steerable delivery sheath may have pulled some of the chiari network into the la. This extra material was aspirated and a 25mm amulet device was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Correction: upon review, the amplatzer steerable ds should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.h6 health effect - clinical code 4559 removed and 4582 addedh6 medical device problem code 4001 removed and 3189 added.

Event description:
Upon review, the amplatzer steerable ds should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. After a transseptal puncture, tissue that was not present in the left atrium was now present. A non abbott device was used for the puncture and was exchanged for an amulet steerable delivery system. The tissue matter was not attached to the delivery system, it was due to the chiari network that was pulled into the left atrium. There was no issues with the device and no patient adverse event